Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) unit alarmed for running out of helium gas there was an automatic filling error. There was no health hazard reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was not able to reproduce the reported issue. The fse ran a running test, no recurrence. Perform helium gas transducer calibration. Returned because there was no abnormality as a result of the leak test. The fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications.